Manufacturer narrative:
H10: the sample was returned for evaluation. The lot number was provided and a lot history review will be performed.the company is still investigating the issue at this time. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model us14150320 pta balloon dilatation catheter allegedly experienced deflation issue and detachment of device or device component. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a 72-year-old male weighing 90 kgs.

Manufacturer narrative:
The one device belonging to the sole malfunction is expected to be returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model us14150320 pta balloon dilatation catheter allegedly experienced deflation issue and detachment of device or device component. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6) year-old male weighing (B)(6) kgs.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model us14150320 pta balloon dilatation catheter allegedly experienced deflation issue and detachment of device or device component. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a 72-year-old male weighing 90 kgs.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The sample was returned for evaluation.the investigation is confirmed for the distal tip tear, as a tear was noted to the distal tip. Also, the investigation is unconfirmed for the reported deflation issue, as the balloon was inflated and deflated without any issues during evaluation. The definitive root cause for the reported deflation issue, distal tip tear and wire break could not be determined based upon available information. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.